Manufacturer narrative:
Concomitant product: 500ml baxter bag, lot # c988477, exp. Nov 2016; therapy date (B)(6) 2015. The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that the pump module was programmed to infuse oxytocin induction/augment 30unit/500ml at 2ml/hr, which makes the dose 2milliunit/min, at 12:56 pm on (B)(6) 2015, which ran until 1:04 pm when the device was channeled off. At 1:56 pm, the device was again programmed to infuse oxytocin induction/augment 30unit/500ml at 2ml/hr, which ran until being channeled off again at 2:14 pm. The volume recorded as being infused during this period was 0.781ml. The pcu event log review cannot determine the starting volume of the fluid container. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that oxytocin was infusing on a pump at 2ml/hr=2mu/min for labor augmentation and within minutes of starting the infusion the fetal heart tones (fht) went down. The infusion was stopped within 4 minutes. The infant's fht was in the 70's and remained down for approximately 9 minutes. The rn noted that 50-100ml appeared to have infused. The infant remained in category I and ii with occasional variable but no further prolonged decelerations. The infant was born with apgars of 8/9 and in excellent condition.